Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white particles were found in the plunger of the bd plastipak¿ syringe slip tip.

Event description:
It was reported that white particles were found in the plunger of the bd plastipak¿ syringe slip tip.

Manufacturer narrative:
Investigation summary: DHR records, maintenance records and quality notification records were analyzed and no occurrences potentially related to the defect was observed. Investigation conclusion: the samples sent by the customer was verified and it was possible observe foreign matter ¿ plastic residue. Bd foreign matter evaluation procedure and identified one sample at level 1, one sample at level 2 and one sample at level 3 in size ranking. Root cause description: the potential root cause for the foreign matter incident is associated with the assembly process. Rationale: the incident identified by this complaint will be monitored to tendency analysis.